Event description:
It was reported that during a haln procedure, the device was placed in the usual manner. The doctor inserted her hand and after several minutes, the device tore. Another device was opened and the procedure was completed without patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.